Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced episodes of hyperglycemia shortly after initiating therapy on the ilet pump and encountered difficulty connecting a libre sensor, after which the user discontinued use and requested return of the pump and associated disposables. Symptoms included hyperglycemia reported at 500 mg/dl, with lethargy, dry mouth, upset stomach, headache, and flu-like symptoms. Outcomes included no reported hospitalization, medical intervention, or alarms. Investigation included review of the user¿s account history noting multiple documented libre sensor issues and internal complaint record review. Investigation of this case revealed an unclear cause for hyperglycemia, with no device alarms reported and no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.